Event description:
A triple lumen bard power PICC (ref# 1395108qd, lot# recn0091, exp. Date 05/31/2019) was being inserted over an abbott's balance middleweight guide wire. When wire was withdrawn from peripherally inserted central catheter (PICC), with no resistance being felt, rn identified proximal 12-14 inches of wire was missing. Chest x-ray revealed broken portion of wire in left subclavian vein extending towards the inferior vena cava.